Event description:
Per the clinic, the patient experienced no speech understanding due to facial nerve stimulation. The device was explanted on (B)(6) 2023, and the patient was re-implanted with a new oticon implant.

Manufacturer narrative:
Correction: the correct patient's date of birth is (B)(6) 1970; not (B)(6) 1972 as previously reported in initial MDR submitted on april 18, 2025. Device analysis indicated device failure.